Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional fractured in sterile processing while the device was being disassembled for cleaning. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned tibial articular surface provisional (tasp) exhibited signs of repeated use (nicked or gouged) and the anterior section of the post was fractured off. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The fractured tasp component in this complaint was manufactured prior to the design modification. Therefore, the root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.